Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. This occurred when the nurse opened the device¿s packaging prior to patient connection, and led to fluorouracil leaking on the nurse¿s hands. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured january 7, 2017 ¿ january 9, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.